Manufacturer narrative:
Date rec'd by MFR: 18jun2019. The manufacturer¿s field service engineer (fse) could not confirm the reported issue. The fse stated no error code shows up in this v60. Unable to reproduce the customer's issue. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 28 aug 2019. Date of report received: 30 aug 2019. Additional repair information was received. Another technician evaluated the device and was not able to reproduce the problem after running the unit for a couple of weeks. The technician recommended the replacement of the central processing unit (cpu) printed circuit board assembly (pcb) at the discretion of the customer for precaution. The customer agreed, so the technician replaced the cpu pcb to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported error back up alarm failed. The unit was in clinical use at the time the reported issue was discovered, but there was no harm to the patient or the user.